Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up and down key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the keypad buttons were hard to press and required multiple presses to elicit a response. The reporter confirmed that the pump was used for demo purposes only and was not being used as a medical device. This complaint is being reported because the reported issue was not resolved with troubleshooting.